Manufacturer narrative:
The customer reported that the unit has been in use and did not have any issues.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed for "high drive pressure" and the unit stopped pumping. It was also reported that the customer attempted to troubleshoot the unit which passed the system test. Further, the customer reported that the a cs300 trainer and non-sterile open balloon was placed onto the system and the unit was able to start therapy in trainer mode with no alarms or advisory messages. The pump was removed from service and awaits the facility's biomed to address the reported issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period ((B)(6) 2020 through (B)(6) 2020 ) was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp unit involved in this event. Attempts to communicate with the customer have been made to obtain further repair information. A supplement report will be submitted should additional information be provided. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed for "high drive pressure" and the unit stopped pumping. It was also reported that the customer attempted to troubleshoot the unit which passed the system test. Further, the customer reported that the a cs300 trainer and non-sterile open balloon was placed onto the system and the unit was able to start therapy in trainer mode with no alarms or advisory messages. The pump was removed from service and awaits the facility's biomed to address the reported issue. No patient harm, serious injury or adverse event was reported.